Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) replaced the sample probe, electrodes, and pinch tube, and adjusted the vacuum nozzle. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double). Sample 1 initial result was 147.2 mmol/l, and the repeat result was 141.5 mmol/l. Sample 2 initial result was 145.7 mmol/l, and the repeat result was 140.6 mmol/l. Sample 3 initial result was 143.6 mmol/l, and the repeat result was 138.3 mmol/l. Sample 4 initial result was 147.4 mmol/l, and the repeat result was 142.2 mmol/l. The questionable results were repeated because the customer has been having poor comparison results.

Manufacturer narrative:
The customer said that the dilution vessel was emptying okay. It was determined that the root cause was due to pre-analytics. The falsely high results can be consistent with a contaminated sample probe causing a higher sample volume to be pipetted.